Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) located in notes & attachments section of the product complaint) up to (B)(6) 2021. The x-ray image(s) was reviewed, and the complaint condition could be confirmed as the image shows a broken device in 2 separate pieces. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that on (B)(6) 2021, during surgery for a subtrochanteric femur fracture using the trochanteric femoral nailing advanced (tfna) system, the surgeon uses the flexible screwdriver to engage the pre-assembled locking mechanism in the nail. The screwdriver advanced the locking mechanism to the desired stopping point and the surgeon decided to leave the locking mechanism in the locked position. As he tried to remove the screwdriver, the shaft of the screwdriver broke at the first 'flexible' digit close to the handle. The screwdriver shaft was removed successfully. Surgery was completed uneventfully with five (5) minutes of delay and no patient consequence. Concomitant devices reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).